Event description:
It was reported by the plaintiff¿s attorney that ¿on or about, (B)(6) 2008, plaintiff¿ was ¿implanted with the mini-arc precise¿ to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that the ¿plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, urinary problems, pain during sexual intercourse, pain, and other injuries¿. The plaintiff¿s attorney also alleges that the ¿plaintiff has experienced significant mental and physical pain and suffering, has required add¿l surgery and medical treatment and she has sustained permanent injury.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.